Manufacturer narrative:
The hospital has informed verathon inc that they will retain the device for 2 years. Verathon inc has an ongoing investigation regarding this failure mode. This complaint will be included in that investigation.

Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 5 blade that cracked during intubation of a pt. Fragments of the blade wee lodged in the pt's throat. The hospital used another scope to remove the fragments from the pt's larynx. There was selling/cuts and bruising of pt larynx after blade cracked during intubation. Due to the incident the hospitalization was prolonged for the pt. The esophagoscopy procedure was cancelled and the pt was sent home.